Event description:
It was reported by the physician that the pt was found to be at unintended settings upon interrogation. The physician felt that it may be due to exposure to a strong magnetic field. Attempts for more info have been unsuccessful to date.

Manufacturer narrative:
.